Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she was having a problem with her device. Further follow up was conducted with regard to the cause of this issue, symptoms related to this issue, and interventions related to this issue. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Previously reported codes no longer apply as further clarification of the event led to updated codes reported with this report.

Event description:
Additional information received from the patient in response to follow-up reported that it was found that the device was shutting down on its own due to department store security devices/scanners. The patient experienced no stimulation as a result. To resolve the issue, they turned it back on and re-programmed.